Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms which triggered the lead safety switch (lss). The lss changed the polarity from bipolar to unipolar. The resistance and threshold measurements in unipolar were within normal limits. Testing in bipolar was not measured as the patient did not have an intrinsic beat. A revision procedure was performed ten days later due to a lead fracture. A new rv lead was successfully implanted. No additional adverse patient effect were reported.